Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a failed battery test, and damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. No damage was reported to the battery cap contacts or battery compartment. The customer did not receive another alarm after replacing the battery. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reports being unable to pair the device(s) with the pump. Assisted with steps to pair and the pump was able to link to the device. No harm requiring medical intervention was reported. Mmt-1881 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed self test, active current measurement, and sleep current measurement. No failed batt test alarms noted during testing. Unit was successfully downloaded using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec. However, on adapt, failed batt test (58) was recorded three times on (B)(6) 2024 at 13:42:24.000 hour through 13:42:57.000 hour. Pump was cut open to perform a visual inspection and found no moisture or physical damage. Test p-cap locked in place properly during testing. The following damages were also noted: battery tube threads - cracked, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), serial number label missing, missing display window/cover, pillowing keypad overlay, scratched case, cracked keypad overlay, and stained keypad overlay in summary, customer concern for failed batt test not confirmed. No failed batt test alarms noted during testing, however alarm was found in download history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.